Event description:
A report was received that during a suction procedure, the elbow of the catheter broke apart while being attached to the pt's endoctracheal tube. No pt injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources persuant to federal regulations.